Event description:
It was reported that: "4020 was packed in the leg of the patient during a fasciotomy in the or. The leg was left open and the patient was transferred to the ICU. The fellow closed the fasciotomy in the ICU leaving the 4020 inside the patients leg. The product was correctly documented on the patient's avatar in their chart per the facility."

Manufacturer narrative:
Qn# (B)(4). Full UDI is not available as the lot# was not provided by the customer. No device returned. Warning on page 2 of IFU states "quikclot control + is not absorbable and must be removed from the wound prior to wound closure". In the intended use states "do not leave quikclot control+ dressing in place for more than 48 hours". This event was the result of user error.